Event description:
It was reported that this pacemaker exhibited an alert message indicating that exhibited an alert message indicating that battery replacement indicator had been reached on 01 january 2000, remote monitoring was disabled and recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services discussed that this was likely a true positive and recommended device replacement. This pacemaker was subsequently explanted and replaced and has not been returned for analysis. Other than the surgical procedure no additional adverse patient effects were reported.